Event description:
Oxygen blender in or was set to 60 %, after initial resuscitation and incubation infant satting oxygen saturating well, attempted to wean to ra room air / 21% on dial of blender. Dial turned down to 21% and had no stop point and continued around to 100%. Not sure of oxygen concentration delivered by the blender. Preventative maintenance sticker was from a few months ago. Notified biomed and they replaced all the blenders in the or for service and repair.summary report: in response to the problem above, biomedical engineering removed and replaced the device in question. Biomed was able to duplicate the problem. We found that a user is able to turn the dial full revolutions continuously both clockwise and counterclockwise. Under normal operation the control dial should stop at the minimum setting of 21 % and the user is able to adjust the oxygen concentration to 100% and stop by turning the control dial clockwise. The users should not be able to turn the dial continuously in any direction. Testing proved that there was no change in oxygen concentration with movement of the dial. This device continuously output a concentration of 58% when tested. The unit was disassembled to analyze the problem with the control dial. Biomed found that the failure was caused by the fracture of a plastic molded notch on the dial that holds the dial in place. The manufacturer was immediately notified of the failure, and by the request of biomed, we were shipped replacement dials for all our model pm5300 devices. Upon inspection of the new replacement parts it was discovered that there was a design change. The new replacement dials appear to be molded out of a stronger plastic and have a larger notch; the dimensions of the notch on the new dials are 2.28mm long by 1.88mm wide. The dimensions original dials is 1.79mm long by 1.80mm wide. Testing units that were in good working order, we were able to easily duplicate the failure without applying an excessive amount of torque to the dial. We proactively replaced dials for all our units and discovered 9 units with the same problem as above. These devices were scheduled for preventive maintenance and a two year rebuild by a vendor. However, the devices with up-to-date preventive maintenance and/or a recent rebuild demonstrated the same issue. All devices that were overdue for preventive maintenance have been removed from service. We are actively following up with the manufacturer and med-sun about the issue.